Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the misaligned defib-monitor-flex cable from the connector of the processor/bridge/pace board. The connections were realigned to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib & pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.